Manufacturer narrative:
Results: force used, most likely further contributed to the stent damage. Failure to deliver the stent and stent deformation. Previously deployed stent in the lm has most likely contributed to the stent damage. Device or procedural images not provided for review. Conclusion: failure to deliver the stent and stent deformation. Previously deployed stent in the lm has most likely contributed to the stent damage. Device or procedural images not provided for review. Force used, most likely further contributed to the stent damage. (B)(4).

Event description:
The physician was attempting to implant a resolute integrity drug eluting stent in the distal lad which was reported to be mildly tortuous, 80% stenosed with minimum calcification. The lad had been stented previously. No abnormality was noted during preparation or inspection of the device prior to use. The device was unable to cross the lesion and upon removal it was observed that the distal strut was lifted. Information provided confirms that resistance was noted when the device was advanced towards the lesion, once it had exited the tip of the guide catheter within the previously stented lm. Some force was used to deliver device past the previously stented lm to lesion. The case was completed with another resolute stent. No clinical sequelae reported.